Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not showing any picture on the screen and that they are experiencing syncing issues after their facility went through a power outage. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) had nothing displayed on the screen, and they were experiencing syncing issues after their facility had a power outage. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had nothing displayed on the screen but a "no sync" error message, and they were experiencing syncing issues after their facility had a power outage. No patient harm was reported. Investigation summary: the customer later stated that the issue was resolved by reseating the video cable and rebooting the cns. The reported issue was ultimately caused by an abrupt loss in power that caused the cns to shut down. However, it is unknown how the abrupt shut down caused the video sync between the cns and the display to be disrupted upon boot up. Once the connection was reseated and the cns rebooted again, the video sync was re-established. The service history for this serial number was reviewed. The customer previously reported power outage and display incidents as listed below. Ticket 152005 reported on 9/2/2022 - the customer needed assistance with dual screen settings. Ticket 110346 reported on 6/11/2021 - the customer had to reseat the video cable. Ticket 103950 reported on 3/26/2021 - power outage. Based on the reported incidents above, it is presumed that power outage and changes in the system and hardware setup was common for this location. These are environmental conditions and are not device related. There was no indication of device. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1 07/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.